Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery. The customer had reported no delivery alarms on three other occasions. During troubleshooting, insulin did not exit with the fixed prime. The customer was advised to run a manual prime with the reservoir out of the insulin pump, and received a no reservoir alarm. The customer was advised to rewind the insulin pump and reinsert the reservoir and run a manual prime, and insulin did exit.